Event description:
Clinical study. Same case as 6000093-2007-02154. It was reported that 618 days after a coronary drug eluting stenting treatment procedure, the patient expired. Two days prior to the index procedure, the patient was admitted to an outside hospital due to moderate to severe chest pain. The patient was then transferred to the enrolling hospital for cardiac catheterization. The index procedure treated a 4.0x28mm, 70% stenosed, mildly tortuous lesion in the mid right coronary artery (rca) with direct placement of a taxus express2 3.5x32mm drug eluting stent. Following post dilatation, residual stenosis was 0%. The procedure also treated a 4.0x12mm, 70% stenosed, mildly tortuous lesion in the proximal rca with direct placement of a taxus express2 3.5x12mm drug eluting stent in overlapping fashion with the previous placed stent. Residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. During the two year follow-up, the site learned that the patient expired 618 days post index procedure. The cause of death is unknown. No autopsy was performed. It was unknown if the target vessel was involved. No additional information is expected. In november 2007, the clinical event committee concluded that it was unknown if this cardiac death was related to taxus stent or target vessel.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.